Manufacturer narrative:
(B)(4). Radiographs were provided and reviewed by a health care professional. There appears to be fragmentation of the acetabular cup, consisting nail of 2 major components with fraction and minimal displacement of the cup at it¿s central portion. This results in subluxation of the femoral head component with appears eccentrically positioned along the superior margin of the cup. The reported description of the cup screw fracture is difficult to confirm secondary to suboptimal image quality. The femoral component is in tact, no fractures seen. Visual examination of the provided photo shows fractured shell. DHR was unable to be determined as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02577, 0001822565 - 2021 - 02579.

Event description:
It was reported that patient underwent a hip revision approximately 27 years post implantation due to the cup and two screws being fractured. Attempts have been made and additional information on the reported event is unavailable at this time.